Event description:
It was reported that the customer¿s pump screen remained dark and would not turn on after being submerged in water. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.